Event description:
I had the marlex mesh lot huti1485 put into my umbilical area in (B)(6) 2009. I now suffer serious pain and nausea due to the mesh. I have to have surgery on (B)(6) 2013 to remove my bellybutton due to this mesh.

Event description:
Additional information received from reporter on (B)(6) 2015. A laparoscopy procedure was done in 2013 and the surgeon found scar tissue. She stated that on (B)(6) 2014, the surgeon decided to remove the belly button but ended up removing the belly button as well as the entire mesh because it had implanted itself in the belly button. Patient states that she is still suffering from pain even after the surgery and complete removal of the mesh.